Event description:
Anaphylactic shock: a diabetes nurse from holland reported that a woman experienced generalized red skin with bulla, followed by anaphylactic shock. The event occurred two minutes after an injection with a novofine 30 (8mm) needle. The woman was treated with adrenaline and corticosteroid injections. The woman had used humlog insulin (3 daily doses) since 9/2/97, but had switched to actrapid insulin (novolin n (rdna) insulin) after the adverse event. She used improved novofine (8mm) until 11/19/97, but now uses b-d needles on the advice of a physician. No further info concerning the woman or the event is known at this time.